Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8 591-38, lot# d17878, implanted: (B)(6) 2012, product type: accessory. (B)(4).

Event description:
It was reported the patient felt the pump was not working and didn't want it anymore. The pump had helped the patient's leg, but it hadn't helped his arm be looser. The therapy complaint had been going on since implant. The patient experienced good results from the trial and expected the same effect from the pump. He did not get the expected results for his arm. It was later reported the patient's healthcare provider (hcp) had been titrating the patient down 20% at visits and the patient showed no symptoms of withdrawal/underdose. The hcp planned to get the pump down to 0 and put the patient on oral medication. The hcp doesn't think this thing is connected and that's why the patient hasn't had good therapy. The type of medication being delivered via the device system was lioresal. Additional information has been requested regarding the cause and diagnostics, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received from a manufacturer's representative indicated that neither a dye study nor a rotor study was performed. The pump was explanted on (B)(6) 2015. The patient recovered without sequela after the device was removed.

Manufacturer narrative:
Pump analysis results revealed overinfusion with an undetermined root cause.

Manufacturer narrative:
This pump was subjected to oi CAPA testing. The pump logs were free from any anomalies, therefore not requiring this pump to be put through full destructive analysis as per lab process. Analysis is complete. Is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) reporting they had refilled the patient's pump with saline. At first, the hcp was having difficulties with programming the pump; however, she was just unfamiliar with how to change the drug name and concentration units. The pump was programmed to saline at 1 ml/ml and minimum rate mode. The patient may possibly get the pump removed in a few weeks. Additional information was received from a healthcare provider who clarified that in reference to the statement "doesn't think that this thing is connected," was only trying to understand the therapy and thinking out loud as to why it was not working in one area and not the other. The device was not being referenced. The patient was doing fine and had decided to have the pump removed.